Event description:
The device was returned for service. During testing, a failure code 810:11 was found in the pump's event history. The rep stated they have no record of any pt incident invovling the pump since the last baxter service event and no pt injury had been reported.

Manufacturer narrative:
Evaluation summary: eval was completed and the failure code 810:11 was confirmed. The review of the pump's event history revealed that the failure code 810:11 occurred twice. During inspection of the device, the air-in-line printed circuit board was found to be out of specification causing the failure code 810:11.